Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that there was an issue with the functionality of the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/22/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/06/2015 with the following findings:visual inspection revealed that the keypad cover was torn below the ok button. Evaluation revealed that the ok keypad button was unresponsive: the reported issue was duplicated. The pump case was removed, and an open circuit condition was found at the keypad flex connector; this device failure directly caused the reported issue. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.